Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Additionally, it was noted that system impedances measured 105 ohms. Technical services recommended performing a chest x-ray prior to generator change to see if the electrode revision would be warrantied. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Additionally, it was noted that system impedances measured 105 ohms. Technical services recommended performing a chest x-ray prior to generator change to see if the electrode revision would be warrantied. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. The electrode currently remains in service. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Additionally, it was noted that system impedances measured 105 ohms. Technical services recommended performing a chest x-ray prior to generator change to see if the electrode revision would be warranted. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. The electrode currently remains in service. The device was returned for analysis. No additional adverse patient effects were reported.